Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted during testing. The insulin pump was unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The insulin pump was unable to confirm watchdog alarm or anomaly and unresponsive buttons due to blank display. Analysis was unable to verify missing segments or partial display due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked case.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer reported that the buttons were unresponsive. The customer's blood glucose was 77 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated that the constant tone disappeared after inserting a new battery. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.